Event description:
Ge alert incidicating the infant warmers with blender kits may have the air and o2 wall fittings inverted. We have 1 of these infant warmers in our nicu, but does not have the blender kit.